Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. H6: suggested component code: mechanical (g04): head. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 18 years post-implantation, the patient was converted to a total left hip arthroplasty due to worn acetabulum. During the conversion, mild trunnionosis and areas of metallosis were noted as well as acetabular wear. A bone graft was used on the acetabulum due to a large bone defect and thin medial wall. The patient was converted to total hip with no complication. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10 visual examination of the provided pictures identified explanted devices, bid-debris present. However, these could not be used to confirm the reported event. Devices not returned, further analysis cannot be made. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided. Review of the available records identified the following: evidence of mild trunnionosis with areas of metallosis. X-rays not sent to radiology as they are post conversion and would not enhance the investigation. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.